Event description:
It was reported that there was a high impedance issue on contact 2 of the lead 977a260 5mm compact 1x8 device. The impedance was indicated as orange on contact 2, suggesting it should be avoided. Troubleshooting was performed, and the patient was reprogrammed around the affected contact to provide effective pain coverage. The issue was resolved, and no adverse outcomes were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. A ny required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.